Event description:
It was reported the patient was unable to adjust their stimulation. A triple beep was heard when attempting to adjust up or down on the amplitude setting (proper placement of programmer assumed). It was felt the device could have been in a power on reset mode. Additional information received indicated the event was attributed to the battery. The patient experienced no symptoms. The "malfunctioning battery" was replaced in 2009 with good results. The patient outcome was reported as: no injury.